Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a thyroidectomy and neck dissection. At the end of the procedure, some short circuit error messages are displayed. And the jaw of the device fell off inside the patient. The jaw was retrieved from the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01139 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the jaw was broken. The manufacturing record was reviewed with no irregularities. The investigation is now in progress. So, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01139 to provide additional information based on the evaluation of the device. Olympus medical systems corp (omsc) performed the additional evaluations. Omsc investigated the broken surface. As a result of the investigation, omsc found that the jaw might be broken since the excessive force was applied to the jaw in the jaw-closing direction. There were marks of spark on the surface of the probe and the metal part of the jaw. The ptfe pad at the proximal end of the grasping section was worn. The reported event might be caused that the jaw of the device was pressed tissue with excessive force, consequently the jaw broke. There was a possibility that short circuit error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad).